Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a follow-up CT contrast was noted at the aortic bifurcation. The origin of the endoleak could not be fully identified. The physician decided to do an angiography on which clearly identified a type iii fabric endoleak in the 16mm aneurx limb. The physician stated that the cause of the endoleak was calcification at the bifurcation of the aorta that appeared to create a small hole in the graft that allowed blood flow into the aneurysm sac. Two endurant limbs 16x16x93 and 16x20x93 were placed to line the entire length of the aneurx stent graft and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.